Event description:
Pt came in for an ablation. It was noticed the rv lead had dislodged. They repositioned the lead successfully, but after the procedure, the device required reinitialization. The lead remains implanted. MDR 1028232-2009-01359.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.